Event description:
It was reported that a device turned off while attempting to administer levophed. The nurse was confused with the lights and alarms and stated that the issue resulted in a delay in the infusion. On the first channel the orange standby light came on and the channel alarmed for a call back. The pump displayed "infusion complete". The nurse programmed a second channel for a rate of 12.12mls and vtbi of 100 mls and started that channel. The nurse said that the lights on the channel turned off for 1 minute and 10 seconds however the biomed stated that his review of the logs showed no pump module or pcu entries at that time. The rest of the channels and pcu were seemingly unaffected. The nurse pushed channel select on the channel, and the pcu logs show that two soft buttons on the pcu were pressed by the user. The biomed stated that at that time "the channel programs itself for the next step in the infusion at a rate of 11.066". No patient harm was reported, however the nurse expressed concern for potential harm based on the delay in the levophed infusion. The biomed could not confirm whether the first or second pump channel was the one in which infused levophed.

Manufacturer narrative:
The customer¿s report that the device shut down was confirmed. The pcu event log shows pump module s/n (B)(4) was in use and infusing (drugid 298) at a rate of 13.8ml/hr. The log shows that pump module s/n (B)(4) did not ¿turn off¿ and instead stopped infusing due to a software error that caused the infusion to behave as if a delay was programmed when the infusion reached its vtbi. The log then shows the user selecting the device and restoring and starting the previous infusion which was last running at a rate of 11.066ml/hr. The pcu event log does not show the user programming a second channel with a rate of 12.12ml and vtbi of 100ml after pump module s/n (B)(4) stopped infusing and instead shows that pump module s/n (B)(4) was already in use and infusing at a rate of 12.12ml/hr. The software error was triggered at 3:57 am on (B)(6) 2018, when the user selected delay options followed by cancel without actually programming a delay. This caused the infusion to act as if a delay had been programmed and the infusion stopped when it reached its vtbi instead of going into kvo. The root cause of the customer¿s experience of the device shut down was a software issue. Devices not received, log review only.

Manufacturer narrative:
Although requested, the affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that a device turned off while attempting to administer levophed. The nurse was confused with the lights and alarms and stated that the issue resulted in a delay in the infusion. On the first channel the orange standby light came on and the channel alarmed for a call back. The pump displayed "infusion complete". The nurse programmed a second channel for a rate of 12.12mls and vtbi of 100 mls and started that channel. The nurse said that the lights on the channel turned off for 1 minute and 10 seconds and the biomed stated that his review of the logs showed no pump module or pcu entries at that time. The rest of the channels and pcu were seemingly unaffected. The nurse pushed channel select on the channel, and the pcu logs show that two soft buttons on the pcu were pressed by the user. The biomed stated that at that time "the channel programs itself for the next step in the infusion at a rate of 11.066". No patient harm was reported, however the nurse expressed concern for potential harm based on the delay in the levophed infusion. The biomed could not confirm whether the first or second pump channel was the one in which infused levophed.